Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Due to the ongoing occlusions the customer experienced episodes of elevated blood glucose (bg) displayed as "high"; however, specific value was not provided. Elevated bgs were addressed by a correction bolus via the pump. Customer changed cartridge and infusion set to address the issues.